Event description:
During a laparoscopic cholecystectomy procedure. The white o ring seal on the 11 mm disposable ethicon trocar came off the shut off valve flap while trocar in pts abdomen. Surgeon noted missing piece. Located it in the abdomen. And retrieved it intact. Required add'l anesthesia and surgical time to complete procedure. End outcome. No untoward pt problems.